Event description:
Customer reported that while processing an hiv I/ii peptide microwell plate on osp, it was reported that the plates were failing due to low positive controls. After an onsite investigation, the field service engineer replaced two optical filters on the osp. No death or serious injury was associated with this incident. Ocd was notified well after the initial incident reportedly occurred.